Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual analysis was performed prior to decontamination. The right atrial (ra) lead tip and ra ring seal plugs were intact. The right ventricular (rv) lead tip and rv ring seal plugs were missing. Set screws were in the up position, with no obstruction in the ports. The rv ring set screw was stuck and clicked when turning the wrench in both directions. The rv tip set screw was stuck due to unknown material in the slot and the slot was stripped. The header was detached from the device and the header was in two pieces. Marks and gouges were visible on the header. High power visual inspection of the header pieces noted that the rv-tip setscrew was stuck and some of the setscrew was visible in the lead barrel, but likely had been retracted far enough to allow the lead to be pushed out. There was quite a bit of dried body fluid inside the rv-tip hex slot and the rv-tip hex slot was rounded out. It appeared that there was enough dried body fluid to prevent full insertion of a hex wrench tip.

Event description:
Boston scientific received information that during a routine device change out procedure, the non-bsc right ventricular (rv) lead was reportedly stuck in the device header. The device header was cut and the lead was successfully removed. The device was explanted and replaced. The non-bsc lead remains actively implanted. No adverse patient effects were reported during the procedure. The device was to be returned for reliability analysis.